Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014-device evaluation: a retain cartridge sample has been evaluated by product analysis on 01/31/2014 with the following findings:a retain sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Additionally, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2014 with the following findings:a loss of prime with non-zero force recorded in the black box. There was no loss of primes during investigation. The force sensor calibration reading was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump alarmed for a loss of prime three times in a day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.